Event description:
Related to MFR report #2183959-2012-03206. It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a problem with the product. No additional information was provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer filed report: (B)(4).